Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the device in good physical condition. The event history log showed a high number of downstream occlusion alarms which pointed to a faulty downstream occlusion (dso) sensor. Functional testing could not replicate the reported issue as no problem was reported. The root cause was unknown as no problem was reported. The dso seal, dso sensor, and dso bezel were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device needed repair. There was unknown patient involvement and unknown patient harm.